Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the patient experienced performance decrement and no sound perception with the device. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.